Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported no insulin flow during injection.